Event description:
Patient called for medical information and additionally reported adverse events. The patient had presented with unstable angina and non-st elevation myocardial infarction (mi). Patient went to a walk-in clinic for the pain in stomach and was told she may be having a heart attack, she declined an ambulance and walked across the street to the ER. A left heart catheterization was performed on (B)(6) 2006 with selective coronary angiography and percutaneous coronary intervention with balloon and stenting. The lv gram showed an ef of 50 to 55%. There was evidence of anterolateral hypokinesis. The proximal section of the left anterior descending (lad) artery showed a 90% stenotic lesion. The right coronary artery had moderate diffuse atherosclerosis. The proximal right rca had up to a 40% lesion. A decision was made to stent the proximal lad lesion with a 3.0x18mm cypher stent. The lesion was pre-dilated and the stent was deployed to 15 atmospheres. Post-procedural luminal stenosis was 0%. There was no edge dissection and there was no loss of side branches. There was no perforation. According to the patient, the cypher was implanted due to a heart attack presenting with pain in stomach and also reported during stent implantation, patient also had lung taken out when fixing heart described as "squish the lung". Patient reported postoperative hypercapnia, and bleeding 2 pints in hospital. The patient states that she had an allergic skin reaction (rash) to the ¿metal in the stent¿ and to the ¿wires in her chest¿ and has had to take cetirizine daily ever since initial stent implantation. An allergy test was performed and confirmed an allergy to metal; it is unclear which type of metal she¿s allergic to. She is ¿unable to wear¿ jewelry because of this. On (B)(6) 2006, the patient was admitted to the hospital because her stent was ¿blocked¿ and an off-pump coronary artery bypass grafting needed to be performed. The patient had a sternotomy scar revision and removal of the sternal wires on (B)(6) 2008. The patient had presented with painful sternal wires and a prominent area inferiorly that presented a possible foreign body.

Manufacturer narrative:
This is one of three regulatory reports associated with the patient and are associated manufacturer report numbers: 3003742446-2015-00036, 3003742446-2015-00037, and 3003742446-2015-00038. The event date is unknown. The lot number provided by the patient is not a valid lot number ( ao704640). Attempts were made without success to acquire the correct lot number of the complaint device. This is the initial and final combination report for this complaint. Concomitant medications: coperante (to make sleep) - 50mg every night before bed, aspirin 81 mg every day, caodaine (skin reaction) 1000 mg, vefone (skin reaction) 0.5 mg, valsartan (high blood pressure and heart failure) 160mg daily, potassium (to be taken with bumetanide), bumetanide (high blood pressure; diuretic) 1mg/once day; atenolol (high blood pressure) 20 mg/qd, clonidine (high blood pressure) 1 mg/twice daily, albadolan (nose problem; allergies), b12 (deficiency)- once a month,tuedeadeame 100mg bipolar; xanax 0.5mg tid, depakote 250 mg qd, coreg 6.25 mg bid, seroquel, diovan 160/12.5 mg qd, sublingual nitroglycerin, prilosec, vytorin 10/80mg qd. Complaint conclusion: patient called for medical information and additionally reported adverse events. The (B)(6) female patient had presented with unstable angina and non-st elevation myocardial infarction (mi). Patient went to a walk-in clinic for the pain in stomach and was told she may be having a heart attack, she declined an ambulance and walked across the street to the ER. A left heart catheterization was performed on (B)(6) 2006 with selective coronary angiography and percutaneous coronary intervention with balloon and stenting. The lv gram showed an ef of 50 to 55%. There was evidence of anterolateral hypokinesis. The proximal section of the left anterior descending (lad) artery showed a 90% stenotic lesion. The right coronary artery had moderate diffuse atherosclerosis. The proximal right rca had up to a 40% lesion. A decision was made to stent the proximal lad lesion with a 3.0x18mm cypher stent. The lesion was pre-dilated and the stent was deployed to 15 atmospheres. Post-procedural luminal stenosis was 0%. There was no edge dissection and there was no loss of side branches. There was no perforation. According to the patient, the cypher was implanted due to a heart attack presenting with pain in stomach and also reported during stent implantation, patient also had lung taken out when fixing heart described as "squish the lung". Patient reported postoperative hypercapnia, and bleeding 2 pints in hospital. The patient states that she had an allergic skin reaction (rash) to the ¿metal in the stent¿ and to the ¿wires in her chest¿ and has had to take cetirizine daily ever since initial stent implantation. An allergy test was performed and confirmed an allergy to metal; it is unclear which type of metal she¿s allergic to. She is ¿unable to wear¿ jewelry because of this. On (B)(6) 2006, the patient was admitted to the hospital because her stent was ¿blocked¿ and an off-pump coronary artery bypass grafting needed to be performed. The patient had a sternotomy scar revision and removal of the sternal wires on (B)(6) 2008. The patient had presented with painful sternal wires and a prominent area inferiorly that presented a possible foreign body. The patient has a medical history of smoking, coronary artery disease and congestive heart failure, unstable angina, and non-st elevation mi. The product was not returned for analysis as the device remains implanted. A review of the manufacturing records could not be conducted without a lot number. Several components of the des could be responsible for the hypersensitivity reaction. These include the polymer coating, the sirolimus drug or the stent itself. There is clinical evidence showing that the most likely etiology of a hypersensitivity reaction is the polymer coating of the des. However, the polymer is not exposed until the drug sirolimus which is coating it, is dissolved. This process will take approximately three months. It is unknown how long after stent implantation the patient had the allergic skin reaction. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. There is no evidence to suggest that the event was manufacturing related. Therefore, no corrective action will be taken.